Event description:
It was reported that arteriotomy closure was performed using a starclose se device in a puncture site above the inferior epigastric artery after a heart diagnostic procedure. Reportedly, the clip achieved hemostasis and when the patient left the catheterization lab, she was stable. However, while in her room the patient complained about back pain. A retroperitoneal hematoma was found and nine hours post procedure, the patient expired. The account stated that they felt the starclose se device was not involved with the death and declined to provide additional information. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. It was reported that the access site was closed with the clip and hemostasis was achieved initially, indicating the device functioned as intended. No product deficiency was reported in this case; however, a retroperitoneal hematoma was found nine hours post procedure and the patient expired. The account stated that they felt the device was not involved with the patient death. In consideration of the reported deployment above the inferior epigastric artery, it should be noted that the starclose se instructions for use (IFU) states not use the device if the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma and to perform a femoral angiogram to verify the location of the puncture site. The reported information indicates the device was used outside the indications for use (percutaneous closure of the common femoral artery) and against the warning as indicated in the IFU which may have contributed to the reported patient effect of retroperitoneal hematoma. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality. A review of the device lot history record and a query of the complaint handling database could not be performed as the lot number was not provided and the device was not available for analysis. Based on the reported information, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect anatomy: per the instructions for use, the device is not to be deployed above the inferior epigastric artery since such a puncture site may result in a retroperitoneal hematoma. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.